Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer had a low blood glucose of 42 mg/dl. The customer treated with glucose tablets. They went to the emergency room because they had hurt themselves due to the low blood glucose. The customer had a blood nose and two black eyes. The customer stated they only received 1 unit of insulin from the device when they put in 25 grams for their carbohydrates. The customer's current blood glucose was 162 mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer declined troubleshoot for low blood glucose. Insulin pump will be returned for analysis.